Event description:
It was reported that the device was explanted after an implant duration of approximately 6 years due to svd and calcification. Reportedly, the device was implanted in 2002. The specific month and date was not provided. Reportedly, the device was replaced with an edwards mode 3000tfx21mm.

Manufacturer narrative:
Device not returned.